Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported, "pt had dislocated his total hip. Surgeon removed his liner and head and replaced with a constrained liner and head."

Event description:
It was reported, "pt had dislocated his total hip. Surgeon removed his liner and head and replaced with a constrained liner and head."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Pt. Did not release product.